Manufacturer narrative:
Voluntary medwatch MDR report #: mw5151312.

Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead was explanted due to an infection. No additional adverse patient effects were reported.